Event description:
Nerve stimulator was not replaced in holder, which holder is fastened to drape away from patient. Stimulator touched patient's leg and burned her during use of electrosurgery unit. Patient discharged 1/8/92 with healing burn site on left leg. Posibility of skin graft being required is remote. Mfg. Might enhance the unit by atytaching a dedicated holder to the devicedevice not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jul-91. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, performance tests performed, visual examination. Results of evaluation: incorrect technique/procedure. Conclusion: user error contributed to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: inserviced by other facility staff. Invalid data - on device destroyed/disposed of status.